Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent another procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with total abdominal hysterectomy and bilateral salpingo-oophorectomy. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2012 due to erosion and pelvic pain.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent transvaginal excision of mesh on (B)(6) 2012, along with ureteral catheterization and cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.